Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed without any delay by driving in opposite directions first. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The review of system log file identified the geometry movements were partly available. Upon troubleshooting, it was identified that there was intermittent failure of c-arm in returning to geo-reset position. The fse replaced frontal stand rotation drive motor, performed full geometry calibration of frontal stand to enable 3d calibration/verification. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not be moved in cranial/caudal direction. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.